Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with right atrial lead noise observed as inappropriate automatic mode switch (ams) episodes. All other values were within normal limits. Pocket manipulation and isometric exercises were unremarkable. No further procedure planned. Patient was stable.